Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the implantable cardiac monitor (icm) exhibited undersensing and oversensing. Programming changes were performed to address the issues. The patient was in stable condition.